Manufacturer narrative:
Combination product? - corrected.

Event description:
It was reported that the patient underwent a revision procedure due to urethral atrophy with an artificial urinary sphincter (aus). The aus cuff was explanted and a new aus cuff was implanted.

Event description:
It was reported that the patient underwent a revision procedure due to urethral atrophy with an artificial urinary sphincter (aus). The aus cuff was explanted and a new aus cuff was implanted.